Event description:
New information received notes that a merlin.net transmission showed hv lead impedance higher than the programmed upper limit. The patient will be monitored closely and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed via remote transmission. During in-clinic follow-up, noise was reproducible. Lead revision is planned.